Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 500mcg at a dose of 236mcg. The pump's indication for use was listed as intractable spasticity. The patient experienced increased spasticity. It was noted that the patient had been flipping her pump. A dye study was being performed - results were pending. At the time of the report, no surgical intervention had been performed, the patient's status was 'alive - with injury'; the issue was not resolved. Additional information has been requested for initial reporter, actions/interventions taken to resolve the issue, cause of the issue, surgical intervention and outcome. Information was received from a company representative who became aware of the increased spasticity and flipped pump by someone at the clinic. The representative was present for the catheter revision that occurred on (B)(6) 2016. The pump was sutured down tightly at that time as well. The catheter was completely replaced. The pump had been flipped because the patient was a twiddler. Prior to the revision, the pump had also been flipped back manually in the office. Both the flipped pump and increased spasticity was resolved. The representative had no additional information regarding the event.